Event description:
Event verbatim [preferred term]. Could barely bend either knee [joint range of motion decreased]. Effusion of both knees [joint effusion]. Both knees swollen [joint swelling]. Muscle spasms in both legs from ankles to groin [muscle spasms]. Pain upon injection in left knee (injection in left knee [injection site pain]. Pain [pain]. Atrophy in left quad [muscle atrophy]. Torn cartilage in left knee because of sharp onset of pain [cartilage injury]. Case description: spontaneous report received on (B)(6) 2009, from a (B)(6) female pt, initials (B)(6), whose relevant medical history included: bilateral osteoarthritis of the knee and 1 previous series of synvisc injections in the left knee in (B)(6) 2008. The pt received her first injection of synvisc one in both knees on (B)(6) 2009. She stated that she had pain upon injection of the synvisc one in her left knee. Within 10 hours after the injection, the left knee became swollen, and within 24 hours after the injection the right knee became swollen. Within 36 hours after the injection in both knees, she could barely bend either knee. Within 48 hours after the injection in both knees, she started to have muscle spasms in both legs from her ankles to her groin. After 1 week, the pt followed up with her physician, who took 60 cc of fluid from the left knee and 50 cc of fluid from the right knee. She received a cortisone shot in each knee, was placed on a steroid dose-pak, and has been taking narcotics for the pain. She started physical therapy 3 times a week with "atrophy showing in her left quad". The pt stated that the muscle spasms have continued when she has been on her feet for a prolonged period of time, over 20 minutes. About a week ago, she felt that she tore cartilage in her left knee due to a sharp onset of pain. No further info was provided. As of the date of receipt of this report, the overall pt outcome was unk. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could not be associated with any product complaint. Genzyme will continue to monitor complaints.